Event description:
While doing a left bunion procedure on a 25 yo pt, the surgeon was removing an implanted screw, the screw threads stripped off the shank of the screw.

Manufacturer narrative:
Based on the thread deformation and shank/head score marks, the damage indicates hitting another metallic object on insertion.